Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration (B)(4)) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #(B)(4)). The arjohuntleigh sales rep reported after interviewing staff members, that two caregivers were present and not watching resident closely. Facility ot made recommendations to staff and retrained. The types of pts the facility sees move around erratically within the slings. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Resident was in reclining position in an amputee sling and put all his weight on one side of the sling. Right shoulder sling clip popped off the spreader bar. Resident fell onto the floor, hitting their back. Taken to medical center, no injuries reported.